Manufacturer narrative:
Reportable malfunction with inomax dsir ds20090467 was documented and investigated under (B)(4). A review of the device's service log revealed that a delivery stopped alarm occurred as the monitored no value (i.e., actual: 150 ppm) was greater than the absolute max of 100 ppm for 12 consecutive seconds. Afterwards, a service log entry for failed low no cell calibration due to the low points being greater than the maximum value (max: 655 counts; actual value: 1267 counts) was observed. Although identified in the service log, the regional service center (rsc) did not experience a delivery stopped alarm during testing. The root cause for this occurrence was likely due to a malfunctioning no sensor. As a result, the device's no sensor was replaced. This condition will be tracked and trended under the company's quality system. A full functional test was performed and the device operated according to specifications. As a result, the device was placed back into circulation for customer use.

Event description:
On (B)(6) 2019, a customer from the united states called mallinckrodt customer care to report issues including high nitric oxide (no) condition and failed no sensor with inomax dsir ds20090467. The device was in use on a patient, however no impact or patient harm was reported. Inomax ds20090467 was removed from service and returned to the company for service evaluation. On 14-jun-2019, an internal employee performed a routine service log review for inomax dsir ds20090467 and discovered a delivery stopped alarm due to no greater than absolute max of 100 ppm followed by a failed no cell low calibration. This service log finding meets the criteria of a reportable malfunction.